Event description:
During an ercp procedure, a cook endoscopy zilver expandable metal biliary stent system was placed through the side wall of another previously placed metal biliary stent to bridge a stricture. Upon removal of the introduction system, it was noted that the introducer tip had detached. The tip was left in the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
This report is based on unconfirmed info submitted by others. Neither the submission of this report nor any statement in it is intended to be an admission that any cook endoscopy device (I) defective or malfunctioned or (ii) caused or contributed to a death or serious injury. Our evaluation of the returned device confirmed the report. The small tip of the introduction system has detached and was not included in the return. There is no damage to the inner catheter of the introduction system at the location of the separation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other reported occurrences of tip detachment at this area of the introducer. Therefore, this incident represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the tip of the introducer was not available for evaluation. A definitive cause for the reported observation was unable to be determined. The information provided with the report indicated the stent was placed through the sidewall of a previously placed stent. The current instructions for use for this device caution, the user that this device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could result in difficulty or inability to remove the introducer. If excessive pressure is applied to the introduction system while the tip was lodged, this could have contributed to this observation. Prior to distribution, all zilver metal biliary stent introduction systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: the instructions for use has been update to include the warning against placement of the stent through the wall of a previously placed metal stent. This product was manufactured prior to implementation of this change. This observation represents an isolated occurrence. The likelihood of this type of occurrence is rare. No further corrective action is warranted at this time. Customer quality assurance will continue to monitor for complaint trends.